Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant indicated that during further testing, "system fault 14" and "system fault 33" were seen in the device logs. Complainant did not indicate that there was any patient involvement in the reported malfunction.